Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. However, it was noted in the investigation report that the most probable cause for error code 112 is due to the motor not operating as intended. No previous repair has been noted in the last 12 months and no event log history was provided.

Event description:
It was reported that the pump originally went to infusystems for recertification. However, the pump was deemed defective due to error code 112 by the service technician. There was no patient involvement and no patient harm.